Event description:
It was reported that the cardiac monitor could not be interrogated. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Final analysis found that the device was in back-up mode. After downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.